Event description:
Reportable based on analysis completed on (B)(4) 2015. During a coronary ablation procedure at the isthmus between tricuspid valve and inferior vena cava, the distal tip of the catheter was bent. The device was exchanged to a non-bsc catheter to complete the procedure. No patient complications occurred and the patient's condition was good. However analysis revealed that the adhesive between the electrodes was broken and the center support was protruding from the shaft.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - the device has a kink at the distal section while in the neutral position at 14mm from the tip (between ring 1 and 2). Ring#2 has broken adhesive and fluids under the adhesive on rings #1, #2. Additionally the center support is protruding out of the shaft at the kinked section. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The left curve is fine, however the right curve is not placed in the template shaded area, the device failed the dimensional test. The handle was opened, and no issues were detected in that section. The device was dissected and the guide coil was inspected finding it collapsed at 54mm from the handle. The distal section was dissected finding the center support broken at 15 mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).